Event description:
The patient reported that the entire system was removed because his body rejected it. The patient's physical reported that the devices were explanted due to infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.